Event description:
It was reported that customer¿s pump displayed continuous glucose monitor error 42 while using a g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that error did not reappear after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.